Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; nozzle has foreign objects; due to a scratch on grip, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; grip has a scratch; switch1 has a scratch; scope cover plate has peeling; objective lens has a crack; objective lens has a crack; forceps elevator lever has a scratch; indication on scope connector is unclear; scope cover unit has a scratch; paint on air water cylinder is peeled; paint on suction cylinder is peeled; forceps elevator knob has a scratch; right/left knob has a scratch; distal end cover has a scratch; upwards/downwards knob has a scratch; scope cover has a scratch; universal cord has a scratch; control unit has a scratch; and electric connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera gastrointestinal videoscope, poor air and water supply. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there is a foreign object inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.